Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. As such, the patient¿s stimulation was turned off to determine if the pain is related to the scs system. The patient stated since the device has been off, the pain in both legs has diminished and the lower back pain is controlled by other methods. As a result, surgical intervention may be pending as the next course of action.